Event description:
Arthrex biocomposite pushlock (ref ar-1926bc lot# 324260, expiration date 2011-12, 3.5mm x 14mm) broke while surgeon was attempting to implant into the patient. All pieces retrieved, another pushlock was used. Surgery completed without further incident.